Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to inspect the o-ring, remove the pump from its case, clean the pneumatic tap area, and ensure the cartridge was properly attached. After following these instructions, the customer successfully completed the load process and resumed insulin delivery.